Manufacturer narrative:
The pod arrived fully deployed. Timeouts were observed in conjunction with an 0x44 alarm, indicating sma (shape memory alloy) wire 1 is open. The rear sma wire was broken at the hook, which is confirmed as the cause of the reported alarm. The external portion of the soft cannula observed to be flattened. The timing and cause of the observed cannula damage could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 393mg/dl while wearing the pod between 4 and 24 hours. It was also reported that there was an occlusion alarm.